Event description:
Patient presented as an op for a laparoscopic, robotic-assisted hysterectomy. During the procedure, the robot did not operate as expected. After troubleshooting as a team, including replacing the pk cord of the davinci, the surgeon decided to convert to an open hysterectomy. Surgery was completed. The davinci rep as well as a clinical engineer evaluated the davinci robot and found that the pk cord was corroded. Apparently, you are supposed to mark off on a sticker, attached to the pk cord, each time you use it with a max utilization of 20 uses. We were not aware of this and had not been exercising this duty. In addition, when the team replaced the pk cord, real-time, that second cord was corroded as well. The or team did not think that it was a pk cord issue not knowing of the 20 use max rule. Patient did fine and was discharged the following day.